Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver 540 ml of doxorubicin, etoposide, and vincristine, at a rate of 22.5 ml/hr, via a gemstar pump for a duration of 24 hours. After an unspecified length of time, it was reported that an unspecified volume of solution leaked from an unspecified location of the filter of the tubing set onto the pt's clothing and mattress. The customer contact reported that the pt "cleaned himself off." It was reported the pt received 414 ml of the 540 ml total volume to be infused. The physician was notified and the stated that, "it's ok to skip the amount of the dose he missed." There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The lot number of the device that was in use is unk. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 061455h and 930325h. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.